Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother-in-law reported via phone call that the customer passed away at home on (B)(6) 2021. It was reported that the customer passed away in his sleep. The caller stated that the customer was wearing the insulin pump at the time of death. The device will not return for the analysis.